Manufacturer narrative:
The device was returned for analysis. The insufficient information was observed as a suture malposition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
An additional proglide device was received at abbott. Evaluation of the returned device noted that the device was used. Additionally, the knot and loop were properly formed, and the suture remained in the suture bearing. A device in this condition would not be able to achieve hemostasis. Follow up with the account provided no additional information about the additional device.